Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system, for one patient. A patient sample was tested for accu tni and a result of 0.40ng/ml was obtained. The sample was re-tested on two different instruments and results in the range of 1.32ng/ml-1.59ng/ml were obtained. The customer then re-tested the original sample once more on the unicel dxi 800 and the result was 1.29 ng/ml. The erroneous result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Qc low level and level three were within specifications in 2007, after the initial erroneous result was obtained. Qc level one was out of specifications low prior to repeat testing of the sample. Qc was within range upon re-testing. A field service engineer (fse) was dispatched to the customer lab in 2007: the fse replaced all aspirate probes and peri-pump tubing, pulled all reagents from the instrument, replaced and opened new calibrator and calibrated the instrument. The fse performed system testing which met specifications. The fse verified the instrument per established procedures. Per fse, pre-analytical sample handling was discussed and customer will be trained by a specialist. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.